Manufacturer narrative:
Voluntary medwatch report received: mw5165130.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was explanted due to product performance issue. There were no patient consequences.